Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician was preparing for sphincterotomy. The diathermy pad was secured on the patient. The active cord was attached to the handle of the device correctly. The nurse bowed the handle of the device gently and when the physician pressed the pedal, the cutting wire of the dreamtome rx 44 broke which was visible on the endoscopic view. It was reported that no part of the cutting wire detached and fell into the patient. The device was carefully removed to avoid damaging the endoscope. The procedure was completed with a different device. There were no patient complications reported as a result of this event.